Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that during a procedure, optilite single-use holmium laser fiber stopped producing light, and it was later found that there were cracks along the length of the fiber. The procedure was completed with another fiber, and there were no injuries or additional procedures reported.